Event description:
The customer contacted stryker to report that their device shut down unexpectedly during patient care. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker has requested the return of the device for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer informed stryker they performed their own troubleshooting and determined it was a battery issue and therefore did not want a device evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device shut down unexpectedly during patient care. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.